Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was dissatisfied with the location of her ipg. The patient underwent surgical intervention on (B)(6) 2018 where the ipg was relocated from her buttock to her abdomen. Therapy was resumed postoperatively.